Manufacturer narrative:
The svc rep adjusted the ma null and checked the hv wave forms. He greased the hv cables and found a broken wire in the interconnect cable. This was repaired.

Event description:
Customer states intermittent lo ma error, no pt involvement noted.